Event description:
It was reported that intra-op, nim patient interfaces did not update and out of measurement range message appeared on screen. There was no patient impact.

Manufacturer narrative:
H3: product analysis found that reported fault confirmed. Device not pairing or charging pi when docked in dock 1 or 2. Power management board to be replaced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product number: nim4cpb1 patient interface nim4cpb1 nim 4.0, serial/lot number: unknown. H6: annex b code b17 and c code c20 applicable to product nim4cpb1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: annex d code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.